Event description:
01.06.2026 04:27:29 est (320213756). Return unrepaired device 04.06.2026 07:42:12 est (plxs_prd_dbm). Inbound tracking number: 06/04/2026. 08.06.2026 04:52:02 est (plxs_prd_dbm). Shipment text: shipment tracking number: (B)(4).

Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.